Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler did not release the staples in more than 50% of the circumference, which led to the opening of the rectum and the need of wider resection and the use of a new stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).